Event description:
The customer reported that the product ih-panel 11 (ref 81407010 / lot 9526011) failed to detect clinically significant rh-antibodies when tested with ortho manual gel cards. He stated that ih-panel 11 did not detect anti-c in patient sample 2 on (B)(6) 2025, but only the second antibody anti-e, and also did not detect anti-e in patient sample 1 on (B)(6) 2025. The customer did not sent in the allegedly defective product but sent in patient sample 2 for investigational testing. Therefore, our quality control laboratory tested their retention sample of the affected lot 9526011. The retention sample was first visually inspected for hemolysis, with no abnormalities observed. Manual testing of ih-panel 11 (retention sample) was then performed using two anti-c and two anti-e reference samples, patient plasma 2 (shipped from the customer), and a negative control. The results confirmed that the reference samples and negative controls showed the expected reactivity. The anti-e was clearly identified in patient plasma 2, however the suspected anti-c was missed. Patient plasma 2 was additionally tested with ID-diacell I-ii-iii (antibody screening) on the coombs anti-igg card, confirming the presence of anti-e, but the suspected anti-c could also not been identified. Furthermore the patient sample 2 was tested with papainized ih-cell (ih-panel 11 papain) as anti-c might be enhanced wit enzyme-treated cells. Testing with anti-c and anti-e reference samples and negative control gave results fully consistent with expectations. However, still only the anti-e could been detected in the patient sample, none of the c-antigen positive cells reacted with the patient sample. Testing the sample in the liss tube method also failed to detected the suspected anti-c. The instruction for use already outlines: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies.". The reported lot demonstrated the expected sensitivity and specificity. No discrepancies were observed when compared with reference materials.the lot was found compliant based on manufacturing qc testing and released product reports. To date, this is the only customer complaint recorded for this lot. Based on the investigation findings, the reported issue could be reproduced and confirmed for one patient sample, however the issue is linked to a patient-related phenomenon not to a reagent-releated issue. We can confirm that the review of the batch record documentation showed no irregularities that could have negatively affected the quality of the reported lot (9449010 / 813421100).

Manufacturer narrative:
This is our combined initial and final report on this incident.